Event description:
A customer reported that the equipment displayed a system message and had problems with the footswitch during a cataract with intraocular lens (iol) implant procedure. Following a delay of 30 minutes, the case was able to be completed with the same equipment. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and noted system message (sm) [footswitch - detent failure]. The company representative replaced the footswitch and the footswitch cable. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause could not be determined conclusively. (B)(4).